Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had unexpected restart. A cold reset was performed alarm and insulin pump had keypad anomaly button error. The customer¿s blood glucose was 95 mg/dl at the time of incident. The customer was not able to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unit passed self-test, unexpected restart error test, and displacement test. No unexpected restart alarm during testing.